Manufacturer narrative:
The reason for this revision surgery was the patient presented with instability and pain and some poly wear after 11.7 years of patient use. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints against this part number. Summary of investigations: investigations for several issues but no previous for instability and pain. This is the first complaint from this lot. The surgeon changed the head size for anatomical reasons. The surgeon reported he felt the 28 mm head size was insufficient due to the patient's large stature. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient presenting with instability and pain. The surgeon felt the 28mm head size was insufficient due to his large stature. There was also some poly wear on the "metal on metal sandwich."